Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure is the 4 way valve is not switching. Additional malfunction was 8 inch tie wraps were leaking.